Manufacturer narrative:
It was reported that hip revision surgery was performed. It has not been confirmed what was removed or retained during the revision. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for all the devices was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the liner, modular head, shell, 25mm screw or stem. Similar complaints have been identified for modular sleeve and 20mm screw and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review could not be performed due to lack of details of the reported issue or failure mode / reason for revision. If this information becomes available at a later time, the task will be reopened and completed. No medical documents have been made available up until today, and therefore could not be reviewed. Therefore, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed to remove the implants. The reason of the revision is unknown.